Event description:
It was reported that a malfunction occurred with the equipment, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. The customer had not previously reset the pump for this issue, so technical support provided assistance in resetting it. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to report any future issues.